Manufacturer narrative:
The (510k#) is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that herone touch ultra 2 meter does not power on. The patient mentioned that the alleged issue with the meter began on (B)(6) 2011. Due to the alleged issue she was unable to test her blood glucose. Approximately three days later, on (B)(6) 2011, she developed symptoms of feeling shaky and numb. The patient did not seek any medical attention or contact her physician for assistance. This is not the first time the product is being used. The patient denied any misuse of the product and the batteries did not need to be replaced based on the initial call. The patient was using the correct test strips and based on the initial call there was no misuse of the product. The alleged issue was not resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, she developed symptoms suggestive of a serious injury.